Manufacturer narrative:
The insulin pump was unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor system. The motor passed motor test. The pump was unable to perform no delivery test due to prime/fill anomaly. All operating currents are within spec. No unexpected off no power alarms noted. The battery icon functioned properly. The pump had broken battery tube threads, cracked reservoir tube lip, case window display corner, scratched reservoir tube window and case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call of damage, motor error alarm, excessive no delivery alarms and off no power without low battery indicator from the insulin pump. The customer's blood glucose reading was unknown. The customer reported cracks around the battery compartment. The customer reported motor error since (B)(6) 2013. The customer stated that his pump shut off without warning or alarms. The insulin pump will be returned for analysis.